Event description:
Received patient on levo gtt, patient¿s maps labile but just before 11am maps dropped so I began to titrate up and realized that the amount of fluid in the levo bag had not decreased since earlier - no drips noted in tubing chamber. This rn responded promptly and re-primed tubing, restarting drip. Based on the patient's blood pressure response to the drip restarting (patient quickly became hypertensive, this rn determined that the IV pump was malfunctioning and patient was not receiving the total volume of levo prior to restarting some point beginning at somepoint overnight. The IV pump was switched over to a new one and the malfunctioning IV pump was pulled from the room, tagged for biomed and removed from the floor. Note: this scenario happened prior to the IV pump downtime. Clinical engineering notes from interrogation: caused by an upstream occlusion around 6am and a low infusion rate. New infusion started at 5:24am at 6.5ml/hr. Air-in-line error at 5:49am, which wasn't resolved until 5:57am. After restarting, upstream occlusion occurred at 6:09am, which was cleared right away. Most likely was not resolved correctly, leading to pump not delivering medication.